Event description:
Healthcare professional reported injecting a pt with juvederm ultra xc in the lips. Post injection, swelling and bruising was observed and pt was treated with ice. Two days later, the pt woke up "with intense pain." The pt was reviewed the same day by the injector and treating physician. They assessed the pt and believe "a vascular event had occurred." The pt was treated with hylase the same day and the next. Pt was additionally treated with aspirin, warm compress, topical "gtn cream," "chlorsig ointment" and the pt's own "pain relief." Three days after the initial injection, the pt was sent to the hospital and is ongoing daily follow up. Symptoms have resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, bruising, intense pain and vascular event are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.